Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, implanted: unknown, explanted: (B)(6) 2018, product type lead, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received initially received via social media from a patient¿s family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an experience with an ins that "did not go well." Additional information was later received that reported the patient¿s spinal cord stimulation (scs) device did not work for the patient and that the patient was paralyzed. The patient experienced electric shocks in her lower back in (B)(6) 2018 and that she lost sensation in her leg and foot and had issues walking the week of (B)(6) 2018. The patient¿s ¿physio advised to go to emergency that week.¿ in (B)(6) 2018 a physician ordered a CT scan for the patient for (B)(6) 2018 and it was stated that there was ¿something pushing on the leads of the stim¿ and that their doctor suggested removal. The patient was noted to have been in a wheelchair at that point in time. The patient then underwent a device removal surgery on (B)(6) 20118 following this, the patient ¿went to the neuro gym from (B)(6) 2019 to late 2021 three times a week¿ and did it remotely once the pandemic hit. The patient was noted to have used a walker/cane as of (B)(6) 2024. Although additional device information was requested; however, the both the patient and their doctor were unable to provide any further details. No further complications were reported or anticipated.